Event description:
The customer reported to olympus, the evis exera iii bronchovideoscope had a b30 (scope communication error) and e216 (scope communication error). The issue was found during reprocessing. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customers¿ allegation was confirmed. The device evaluation found the bending section rubber was cracked; and the eto (ethylene oxide) valve was aerated by a third party. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, regarding error message b30 and e216, there was trace of repaired ethylene oxide (eto) valve by a third party. Then, it is likely that water invaded the scope connector from the valve. Due to the invasion, abnormality of electronic parts occurred which led to temporary occurrence of the suggested event. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "this instrument does not contain any user-serviceable parts. Do not disassemble, modify, or attempt to repair it; patient or operator injury and/or equipment damage may result. Equipment that has been disassembled, repaired, altered, changed, or modified by persons other than olympus¿ own authorized service personnel is excluded from olympus¿ limited warranty and is not warranted by olympus in any manner." Olympus will continue to monitor the field performance of this device